Event description:
When a blood gas was drawn, the blood reached the vented plunger and didn't seal the syringe. The blood could get past the plunger and run down the plunger shaft. Arterial blood gas (abg) sample was processed promptly to prevent an additional needle stick. Manufacturer response for blood gas kit, pro-vent (per site reporter): reported equipment failure with smith medical representative. I am expecting return call from smith medical customer service to trouble shoot this event as well as 2 others- all the same equipment failure and same lot number.